Event description:
It was reported by svc report that the bed had damaged calf supports with torn padding. The calf support were not locking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calf support.